Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The mounting bracket was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the display monitor was not secured to the mounting bracket and could result in the display falling. There was no report of patient involvement.